Manufacturer narrative:
Additional information / correction after investigation results: after the investigation, this component of the complaint was identified as an involved component. After re-evaluation the submission is no longer necessary. All further information is reported under the leading component. Please refer to associated medwatch report: 9610612-2020-00264 (400476583 - nk599t).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product biolox delta prosth.head 12/14 36mm s. Specifically, it was reported that x-rays revealed that it came to a neck fracture of the shaft following a fall on the left side of the body. A revision surgery was necessary. The product biolox delta prosth.head 12/14 36mm s has been explanted during the course of this revision. Additional information has been requested but not yet received as of the date of this report. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00264 (cc 400476583 + nk599t). Involved components: nk599t - excia l plasmapore 12/14 size 9mm - 51407477.